Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the vertical gastrectomy procedure, the device had a sealing issue and there was an unidentified venous bleeding. There was end tone and energy delivery but no regrasp alert. The doctor noticed there was more than 500ml of bleeding 24 hours after the surgery. Performed exploratory laparoscopy to cauterize and find the cause of bleeding. Blood transfusion and two days extended hospitalization were required. There was serious injury to the patient.